Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the insulin vial. Reportedly, the customer continued to use the existing cartridge. Customer's blood glucose level was 111 mg/dl.